Event description:
It was reported that the patient experienced "fluid buildup" in the back near the catheter. It was assumed that the fluid was cerebrospinal fluid, as the fluid was clear. A test has not been conducted to confirm. A blood patch was completed prior to, but it was unknown whether the same level of symptoms prompted this. It was suspected that the catheter had backed out of the intrathecal space. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information: it was reported that the patient had a cerebrospinal fluid (csf) leak. An x-ray was performed. The catheter was no longer in the intrathecal space. A catheter revision was done. The patient was reported to be "doing fine" at the time of the report and maintained on gablofen (baclofen) 350mcg/day (concentration unknown).

Manufacturer narrative:
Product ID 8711, serial # (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8711, lot # (B)(4), implanted: (B)(6) 2007, product type catheter.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had a catheter revision on (B)(6)-2012. Specific information regarding the revision was not provided at the time of report. Additional information had been requested, but was not available as of the date of this report.